Event description:
Reporter indicated a physician's vns therapy "programming equipment was not working properly." No details in regards to the malfunction were given. Good faith attempts to obtain additional information have been unsuccessful to date.